Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. On (B)(6) 2007 the patient underwent a laparoscopic tubal ligation and a hysteroscopy with d&c, due to elective sterilization and irregular periods. On (B)(6)2007 the patient underwent d&c, ablation of endometrium without any complications with novasure apparatus and hysteroscopy, due to menorrhagia and failed previous ablation attempt. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.